Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the flexi-cap (10d15h25) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device did not form clips properly when initially deployed. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
On (B)(6) 2010, a female homechoice peritoneal dialysis (pd) patient called baxter regarding an unrelated issue and mentioned she had peritonitis and an issue with constipation. On (B)(6) 2010, product surveillance spoke to the pd nurse and confirmed that the patient had peritonitis on (B)(6) 2010. The patient was hospitalized from (B)(6) 2010 to (B)(6) 2010. During that time the patient had her pd catheter removed and was placed on hemodialysis. On (B)(6) 2010, the pd effluent was analyzed and both times the results came back as no growth. The patient was placed on vancomycin and tobramycin intraperitoneally prior to the pd catheter removal. The nurse reported that the patient was on local ambuflex at the time of the peritonitis. The nurse states that the cause of the peritonitis was a break in aseptic technique and patient did not wear a mask. The patient did not wash her hands prior to disconnection and also went swimming without covering the insertion site. The nurse does not believe any baxter products or solutions were the cause. The patient was retrained while she was on pd. The patient has recovered and remains on hemodialysis. This is complaint three of four.